Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system would not open. It was reported that the gantry door was closed around the patient. The door of the gantry was opened via the electronic override button. The radiologic technologist (rt) in the room then confirmed that the imaging system gantry door could be opened and closed when prompted and that the detector would rotate. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.